Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6) 2018. The patient¿s mother stated that a rash developed on the patient¿s skin under the adhesive patch. The patient¿s mother believes the rash was caused by the patient sweating during a baseball game, and the adhesive irritated the skin when mixed with sweat. Additionally, the sensor later fell off on (B)(6) 2018. The patient spoke with a doctor about alternate insertion locations that could be used to try avoiding rashes on the skin in the future. Exact date of medical intervention was not provided. At the time of contact, it was indicated that the patient was in good condition. No additional event or patient information is available.